Event description:
A hospital in (B)(6) reported via a distributor that an rt219 adult bi-level/CPAP inspiratory heated circuit's "pins that connect heater wire adapter arrived bent and unable to connect to pigtail adapter." No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt219 adult bi-level/CPAP inspiratory heated circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.